Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014. -device explant due to ongoing gerd and moderate dysphagia occurred without issue on (B)(6) 2017. -it was observed that the linx was found in the correct position/geometry, but low on the stomach with a hiatal hernia. -after device removal, a second linx device (model: lxmc17, lot# 16634) was implanted during the same surgery.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014. Device explant due to ongoing gerd and moderate dysphagia occurred without issue on (B)(6) 2017. It was observed that the linx was found in the correct position/geometry, but low on the stomach with a hiatal hernia. After device removal, a second linx device (model: lxmc17, lot# 16634) was implanted during the same surgery. As of 01/09/2018, patient reports no reflux symptoms and is recovering well.